Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump's act button was not responding. The customer¿s blood glucose level was 101 mg/dl. The customer stated that the time was advances. The device will be returned for the analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted.